Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported the customer's pump stopped delivering insulin. Insulin deliveries were successfully resumed afterwards. The customer reviewed their pump history and found no alarms or alerts that cause insulin deliveries to be stopped. The customer's blood glucose level was approximately 400mg/dl. The customer declined to have tandem technical support review the pump logs to determine a possible cause for this issue.